Event description:
Per tm: the unit just freezes where it doesn¿t show where the line is being placed as they place it.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation/repair. During evaluation, the reported issue of readings freezing during placement was unconfirmed. The tracking and ECG testing was correct as received. No other functionality issues with the equipment were found during evaluation/servicing. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number. Device has not been received, at this time.

Event description:
Per tm: the unit just freezes where it doesn¿t show where the line is being placed as they place it.